Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was failing to capture and exhibited a high pacing threshold. The rv lead was not used. The physician continued with a second rv lead and completed the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: the correct investigation code should have been "d14 no problem detected", rather than "d1102 unintended use error caused or contributed to event". The correct investigation conclusion should have been "the reported event of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one-piece. Electrical testing, visual and x-ray examination were normal with the exception of procedural damage.", rather than "the reported event of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures due to the over torqued inner coil inside the connector region the lead failed the electrical test. No other anomalies were noted with the exception of procedural damage."

Manufacturer narrative:
The reported event of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures due to the over torqued inner coil inside the connector region the lead failed the electrical test. No other anomalies were noted with the exception of procedural damage.